Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with injections of vancomycin (1g immediately, frequency and route not reported), injections of amikacin (100mg, once daily, route not reported), injections of ecomer (1g, once daily, route not reported), injections of reflin (1g, once daily, route not reported), and intraperitoneal injections of heparin (500 iu in each bag, frequency not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering from the event. Additional information was requested but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).